Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2021. D6: explant date: 2021. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 15510692.

Event description:
It was reported that the patient underwent an explant procedure wherein all device components were explanted due to an unknown reason. All explanted devices were not returned. No further information has been obtained despite good faith efforts.